Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 cgm connection to the ilet failed, leading the ilet to display ¿cgm offline ¿ enter bg,¿ and the user could not enter a fingerstick value due to lack of a meter, after which pairing was reattempted by toggling bluetooth, restarting, and re-entering the pairing code. Symptoms included inability of the ilet to receive cgm data. Outcomes included temporary interruption of automated glucose control and the need for user intervention to restore sensor pairing. Investigation included review of device performance based on user report and guided troubleshooting. Investigation of this case revealed a communication or pairing failure between the cgm transmitter and the ilet, consistent with a transient connectivity malfunction of the cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was a user-device interaction and connectivity issue that was resolved or expected to resolve with standard re-pairing procedures.